Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the needle held during use (end, swage, tip, middle)? Did a piece of the needle fall into the patient? If a piece of the needle fell into the patient, was it removed? If so, was it removed during the initial procedure or was an additional procedure required? What is the surgeon¿s opinion as to the causative factor for the needle breakage? What is the current condition of the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2016 and a barbed suture was used. During sewing, the needle broke at the tip. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: where was the needle held during use (end, swage, tip, middle)? Around 2/3 of needle did a piece of the needle fall into the patient? Unknown. If a piece of the needle fell into the patient, was it removed? If so, was it removed during the initial procedure or was an additional procedure required? Na. What is the surgeons opinion as to the causative factor for the needle breakage? Needle quality. What is the current condition of the patient? Unknown.